Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic conducted a retrospective data analysis of the everflex 5 mm stent. In order to evaluate the everflex 5 mm stent, vqi peripheral vascular intervention (pvi) registry data for procedures performed between 2017 and 2023 by 614 unique physicians at 238 centers participating in the vqi pvi registry were analyzed by an external vendor. All consecutive pvi procedures for treatment of chronic paod lesions in the iliac, superficial femoral artery (sfa) and popliteal (pop segment 1) arteries were selected. The everflex 5 mm stent was compared with ¿all other 5 mm¿ bare metal stents used to treat these arteries in the vqi registry. Medtronic does not have access to the original data, procedural or patient specific information. All consecutive pvi procedures for treatment of chronic pad lesions in the sfa and/or pop1 were included in the analysis as sfa/pop1 cohort and all consecutive pvi procedures for treatment of chronic pad lesions in the iliac arteries were included in the analysis as iliac cohort. The report details procedure complications for both the sfa/pop1 and iliac cohorts and one-year outcomes for both the sfa/pop1 and iliac cohorts. Procedure complications sfa/pop1 cohort include cardiac (1), mi (1), renal (1), access site complication (9), other ( 3), embolization (1), dissection (42),perforation (1). One year outcomes for the sfa/pop1 cohort include minor amputation target limb (3), major amputation target limb (6), re-treatment- lesion or vessel (46) and target lesion occlusion (8). Procedure complications iliac cohort include access site complication (1) and dissection target lesion (2). One year outcomes iliac cohort include minor amputation target limb (1), re-treatment (5), and target lesion occlusion (1).